Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during servicing, this 980 ventilator generated a ¿continuous abnormal noise¿ from the back of the graphical user interface (gui), the gui went blank and emitted smoke. The device was available for evaluation. When the ventilator was checked at the medtronic site, it was noted that there was heat damage on the ¿substrate element¿ inside the gui. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp also confirmed steam-like smoke in the space above gui and replaced the gui central processing unit (cpu) printed circuit board (pcb), breath delivery (bd) cpu pcb and gui ui pcb with new ones to resolve the issue. Ventilator passed all testing per manufacturer specifications at the time of service. One ui pcb was received for failure analysis. A visual inspection of the returned pcb was conducted, and it was observed that there was heat damage to component u8. There was also damage to component y1. One gui cpu pcb, bd cpu pcb were received for failure analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. No fault found. The cause of the event was isolated to damaged component u8 on ui pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during servicing, this 980 ventilator generated a ¿continuous abnormal noise¿ from the back of the graphical user interface (gui), the gui went blank and emitted smoke. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found thermal activity on the ¿substrate element¿ inside the graphical user interface (gui). The likely cause of the event was isolated in the field to the gui. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during servicing, this 980 ventilator generated a ¿continuous abnormal noise¿ from the back of the graphical user interface (gui), the gui went blank and emitted smoke.